Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This case is for the reported second box. An invalid lot number was provided by the complainant. Since, no lot number or product evaluation sample is available a detailed investigation or batch review cannot be conducted. This evaluation will be closed and continued to be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: there are total of two (2) cases associated with this complaint. A separate 3500a form has been completed to for the other one (1) case.

Event description:
Complainant reported two boxes with the same lot number do not seem to have adhesive on them. Complainant stated that this batch of product adheres only for hours, and her normal wear time is 7 days. Complainant went on to state that the end user has been using product for four years for an ulcer on back of the leg.